Manufacturer narrative:
It was alleged by the customer that the zoom was intermittent and needed to be repaired. When the field technician, arrived to complete the evaluation, the unit was unable to be located by the customer. The customer will contact a technician to correct the unit once located and still needs to be repaired.

Event description:
It was reported via repair work order that the zoom drive was intermittent due to malfunctioned zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom drive was intermittent due to malfunctioned zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.